Event description:
The following was reported to the manufacturer in 2007: a balloon re-modeling technique was used to treat a 3mm multilobular aneurysm. Four coils [the device in question included] were successfully deployed using the catheter and the procedure was completed. Later in the evening, it was suspected that there was bleeding from the aneurysm that was confirmed by unknown means on the morning of the same day. The patient expired in the afternoon of the same day.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the patient.